Event description:
It was reported that the device was used during a gyn procedure, the 440 stud broke off of the demo handpiece. The case was competed by using bipolar electrocautery. There was no patient consequence.